Manufacturer narrative:
The representative further reported that the patient stated that they had not been exposed to radiation or any other treatments. A save to disk was not performed due to time constraints and the clinic will continue to observe the device through a normal follow up routine.

Manufacturer narrative:
Technical services discussed possible causes and advised further investigation of possible radiation exposure and recommended a memory analysis of this device. This was to be further discussed with the physician. All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of device memory identified a reset had occurred while this device was implanted. Additionally, it was noted the device had been programmed with atrial flutter response (afr) on. When afr is programmed on in this family of devices and other uncommon parameters are also programmed, this may result in the type of reset observed during laboratory analysis. Newer generation devices are manufactured such that this type of interaction should not occur.

Event description:
Boston scientific received information that daily measurements were missing from the logbook of this pacemaker for the past year. In addition, low atrial amplitudes were also reported. No adverse patient effects were reported.